Manufacturer narrative:
Cvi obtained additional medical information from the consumer's specialist. The specialist diagnosed the consumer with bilateral corneal abrasions, moderate edema (os), and total epithelial defect (os). Rx prescribed: lotemax (qid), besivance (qid), and a bio tissue patch. The consumer temporarily discontinued contact lens wear (2 weeks).

Event description:
It was reported by the patient's eye care professional (ecp) that on (B)(6) 2016, the patient was seen due to burning of the eye (os). The contact lenses were removed and when a second pair of lenses were inserted, both eyes became red. Visual acuity reduced to 20/400 (ou). The ecp found 95% corneal epithelial burn to both eyes (l>r), and had the patient admitted to a hospital to have eyes irrigated. The ecp's diagnosis was an alkali chemical corneal/conjunctival burn, and prescribed besivance (qid), tobradex (q2h), and doxycycline (bid po). Contact lens wear was permanently discontinued on (B)(6) 2016. The best corrected va was 20/25 (od) and 20/200 (os). The patient was referred to a corneal specialist. A reasonable and good faith effort was made to obtain additional information without results.